Event description:
It was reported that the pump¿s syringe plunger driver was loose. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
Date returned to mfg: 1/3/2024. One device was returned for evaluation. Visual inspection revealed damaged front corners of top case and missing plunger grommet. Event history log showed no alarm pertaining to the reported issue. Functional testing was able to replicate the reported issue; the plunger tube was loose. The root cause was determined to be the plunger tube grommet not in place. The plunger tube grommet was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.